Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer had duplicate cubies. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had duplicate cubies. A field service engineer contacted the customer and explained the procedure for printing the inventory report, performing a cold boot of the station, recovering the cubies, and reloading the medications to resolve the issue. The system functioned as intended after the field service engineer investigated the issue.